Manufacturer narrative:
Approximate age of device ¿ 2 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, the patient presented to the emergency room with hematemesis and was admitted overnight with a gastrointestinal (gi) bleed. An upper endoscopy was performed which revealed gastric angiodysplasia and gastric polyps. The gi bleeding reportedly resolved after cryoablation of arteriovenous malformations (avms) was performed. Additional information was requested, but was not provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.